Event description:
It was reported that the blade mount is chipped. This was found during testing. There was no pt involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. Based on similar investigation details, this can occur if non-MFR blades are used with the handpiece or if the blade was not properly seated in the handpiece. This failure could render the handpiece useless due to a loose fitting blade. If the handpiece was operated in this failed condition, it may be possible that the blade could not cut properly due to this chip.